Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported their current ins was implanted because the first ins was "defective" ((B)(4)) and now they were in severe pain because of the ins. Pt noted the current ins "just stopped working also" and the current ins was "defective too." The current ins was "defective" since a "year and a half ago" after the current ins was implanted. Pt said someone as a mdt rep. Met them at their pain hcp's office and had the pt "do this, do that, do this, do that" (patient services specialist (pss) understood this as reprogramming) and the ins still wasn't working. Pt stated they were having severe pain from the stimulator and their hcp doesn't want the ins removed because "a lot of stuff has grown around" it. Pt is now in pain and need surgery, but could not go into an MRI with metal and they had two major back surgeries with metal and screws. Pt wanted to know the ins serial number and the metal the ins was made of. Pss reviewed the ins metal with the pt and provided the ins serial number. Pss did not ask the mdt rep. Name due to the nature of the call. Pt provided a lot of information that pss had to follow. The patient was redirected to their healthcare provider to further address the issue.